Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an inoperable small bowel obstruction and was put on comfort measures where their pump was turned off on (B)(6) 2023. The patient passed away on (B)(6) 2023. The pump worked as expected.

Event description:
It was reported that the bowel obstructions were thought to be due to surgical adhesions from the patient's urostomy/colostomy creation following rectal prostate fistula, heartware implant in (B)(6) 2020 and a heartware to heartmate 3 exchange on (B)(6)2022.

Manufacturer narrative:
Related MFR # 2916596-2023-03008. Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established. The pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.